Event description:
Procedure type: donor nephrectomy. According to the reporter: during the case, the surgeon fired the device on an accessory renal artery with no incident. The device was reloaded and fired a second time on the renal artery, again with no incident. The device was then reloaded a third time and fired on the renal vein. This time when the instrument jaws were opened, the vein was stuck to the cartridge side of the jaw and could not be dislodged by mechanical means. A fourth firing made on the patient side and the device was cut out. The current patient status is good. Tissue loss occurred. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500ccs or more. There was no surgical time delayed by more than thirty minutes. No device fragment or component fell into the patient's cavity. There was no reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).